Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2010, and then experienced a revision surgical procedure on (B)(6)2015, approximately 4 years, 11 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: 1717529 200-04-44 - cemented finned tib. Tra sz 4f/4t; 1768752 200-02-35 - three peg patella 35mm; 8768197 200-01-04 - cemented cr femoral sz 4 pending investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.